Event description:
It was reported to boston scientific corporation in 2006 that an enteral guidewire device was used in a procedure the day prior (patient age, gender and weight are unknown). According to the complainant, during preparation, the coating was noticed to be coming off the guidewire. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Evaluation of the returned enteral guidewire device showed that coating was intact. The customer complaint is not confirmed. Further evaluation of the device revealed that the core wire was fractured. The cause of this malfunction is undetermined.